Event description:
The reporter called and alleged discrepant results for different patients when compared to a lab. The reported device result was 2.5, 2.9 and 8.0 inr. The corresponding reported lab result was 1.7, 2.1 and 6.1 inr.

Event description:
The reporter called and alleged discrepant results for different patients when compared to a lab. The reported device result was 2.5, 2.9 and 8.0 inr. The corresponding reported lab result was 1.7, 2.1 and 6.1 inr.